Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626910 , 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included vaginal bleeding, uterine ablation ((B)(6) 2008,), dizziness, pap smear, endometrial polyp, hypermenorrhea and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury related to essure"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy, hysteroscopy and d&c). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: many small wires are present within the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: no significant contrast extending into the peritoneal. Lot number:626910, manufacturing date: 2008-04, expiration date:2010-03. Lot number:627314, manufacturing date: 2008-06, expiration date:2010-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error . Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: reporter information, rcc and medical record were added. Event endometrial ablation performed concomitantly with the essure micro-insert implantation nos were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 626910 / 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury related to essure"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 09-jan-2020: insertion date, removal date and lot number added. Events pain, psych injury related to essure and abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 626910 , 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury related to essure"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. Lot number:626910, manufacturing date: 2008-04 , & expiration date:2010-03 . Lot number:627314, manufacturing date: 2008-06 , & expiration date:2010-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.